Event description:
Subsequent to the initial report being filed, it was reported to the stent struts were flared and smashed which was inadvertently reported as the stent being loose on the delivery system. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation (smashed and bent stent) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2923 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The 2.5x15mm xience alpine stent delivery system (sds) was intended to be used in the procedure; however, the stent was noted to be loose on the delivery system prior to use. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. A non-abbott stent was used to continue the procedure. No additional information was provided.